Manufacturer narrative:
Investigation conclusion: the reported incident that the device gave a loud noise and provided a channel error message during the infusion of the nicardipine drip was confirmed during log review. Review of the associated pcu error and event logs confirms that error code 241.4150 lvp bottle pressure- sensor broken high failure and channel malfunctions occurred at 6:11:52 am and 6:15:09 am during an infusion on (B)(6) 2020. This error was triggered by a faulty pressure sensor, and if a pressure sensor error occurs after an infusion has started a channel error alarm is triggered and current infusion is temporarily halted. Log review indicates a pressure sensor failure occurred; this error could not be replicated through testing since the device was not returned for investigation. The probable cause of the reported incident that the device gave a loud noise and provided a channel error message during the infusion of the nicardipine drip is suspected to be the malfunctioning upper side pressure sensor.

Event description:
It was reported that while nicardipine drip was infusing, the device gave a loud noise and provided channel error message. The device was turned off and the module was rest, but when it was turned back on, error message appeared again. There was no patient harm. Although requested, additional information was not provided.